Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of angina and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, two xience xpedition stents, sizes 2.5x33 and 3.0x33, were implanted in the 80% stenosis in the left anterior descending coronary artery (lad). The 2.5x33 was in the proximal segment and the 3.0x33 was in the distal. On (B)(6) 2015, the patient had angina and was admitted to the hospital through the emergency department. Treatment was given, but the patient expired. The cause of death was cardiac failure. No additional information was provided.